Manufacturer narrative:
The insulin pump passed functional testings including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests. The unit was received with normal operating currents and no unexpected off no power or low battery alarms. The following physical damage was noted: stripped battery cap at the coin slot area, cracked battery tube threads, cracked reservoir tube lip, and cracked casing at a display window corner.

Event description:
The customer reported via phone call that she had low blood glucose: her blood glucose was 39 mg/dl when she woke up and she treated by having lunch. The customer stated that oversleeping is the reason why her blood glucose decreased. Additionally, the customer mentioned that she was unable to remove hr battery cap. The customer attempted to use a quarter and a large, flat-head screwdriver to remove the battery cap, but she was unable to do so. The insulin pump was returned and replaced.